Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports the breakage of the handle of an acetabular reamer during a total hip replacement. However, it is unknown how the procedure was completed or if there was a surgical delay. No patient injury was reported. No additional requested information was provided. Without clinically relevant information for evaluation, the root cause of the reported events cannot be definitively concluded. Patient impact beyond the reported device breakage could not be further assessed as no patient harm has been alleged. No further medical assessment could be rendered at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during total hip replacement while reaming, a minimal incision z handle acetabular reamer broke. It is unknown how the surgery was completed and if there was any delay. No patient injury reported.